Event description:
C/o severe pain when chemo given -l subclavian-about 2 wks prior. To or for removal under fluoroscopy-unsuccessful. Dye injected flowed into free space-tip had broken off. Port removed. Pt to cath lab the following day. Using r femoral approach, the remaining piece -approx 14 cm long- was retrieved. The next month mfg notified. The following week port and cath returned to bard. No pt complicatons noted.